Manufacturer narrative:
Device return is not required.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The reporter alleged the patient had hyperglycemia with blood glucose measuring 250 mg/dl. This level of blood glucose does not meet animas¿ criteria of a reportable adverse event. Therefore no adverse event is being reported in association with this complaint. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.